Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 339 mg/dl and severe vomiting. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with lantus and humalog insulin via manual injections. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. The customer declined system check with tandem technical support, however, acknowledged that pump was functioning as intended.